Event description:
A consumer reported that they had their device for about a year and the battery quit working. The patient reported the implantable neurostimulator (ins) reached end of service (eos). The ins was off/disabled and no longer providing therapy. There was an allegation of dissatisfaction with the ins longevity. The ins was implanted in (B)(6) and had already quit working in less than a year; the ins had been implanted for 8 months. The patient thought their health care provider (hcp) implanted the patient with an older device. The patient was going to follow up with an hcp about the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.